Event description:
The customer reported that his blood glucose readings on a contour next link 2.4 meter were 50 to 75 mg/dl higher compared to that obtained on a different meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
The initial report indicated lot # as 7hpes03b. The correct lot # is 7hpef03b. Has been updated with this information.